Event description:
Dhillon et al 2019 - review of endoscopic diagnosis and management of small rectal neuroendocrine tumours in a tertiary centre. Biopsies were taken in 15 cases, of which histological diagnosis was made in 12/15 (80%). The 3 remaining biopsies were reported as normal colonic mucosa. Endoscopic therapy was attempted during 14 index procedures; cold biopsy (5), hot snare (3), endoscopic mucosal resection (emr) (6). All 14 nets were incompletely resected (r1) and subsequently had esd as definitive therapy (r0). In 2 cases emr was attempted as definitive therapy following index procedure, however also required subsequent esd to achieve r0 resection. The 8 remaining nets were successfully resected (r0) with endoscopic submucosal dissection (esd) (7) or ligation-assisted emr (duette® multi-band mucosectomy device, cook medical ltd) (1). As per IFU, this device is intended to be used for endoscopic resection in the upper gi tract, however the device was used to resect rectal neuroendocrine tumours (nets). This file will capture 1 case of off-label usage of duette.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-mar-2024.

Manufacturer narrative:
Device evaluation the duette multi-band mucosectomy device of unknown rpn and lot number was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution duette multi-band mucosectomy device devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number is unknown. It should be noted that the instructions for use (ifu0026) states the following: ¿this device is for endoscopic mucosal resection in the upper gi tract. Do not use this device for any purpose other than stated intended use¿ there is evidence to suggest that the user did not follow the instructions for use as the endoscopic mucosal resection performed was not in the upper gi tract, this device was used to resect rectal neuroendocrine tumours (nets). Clinical input confirmed this is off label use. Confirmation of complaint complaint is confirmed based on the customer and/or rep testimony. Root cause review a definitive root cause of off label use could be determined from the available information. When the device is used in this manner, the outcomes cannot be predicted and therefore the user is instructed to follow the intended use as per the IFU. It is known from the information provided that the endoscopic mucosal resection performed on the patient was to resect rectal neuroendocrine tumours (nets) however, this is considered off label use as the intended use of the device is for endoscopic mucosal resection in the upper gi tract. Summary complaint is confirmed based on the customer and/or rep testimony. Failure identified: off label use - 01 device confirmed used. A definitive root cause of off label could be determined from the available information. When the device is used in this manner, the outcomes cannot be predicted and therefore the user is instructed to follow the intended use as per the IFU. It is known from the information provided that the endoscopic mucosal resection performed on the patient was to resect rectal neuroendocrine tumours (nets) however, this is considered off label use as the intended use of the device is for endoscopic mucosal resection in the upper gi tract. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.